Event description:
Technical services received a call on 7/5/12. Caller knows that this rv and lv rate/sense are swapped in ports. Caller just found out but doctor is aware - inadvertent at implant. Caller wants to know what should he consider. Will biv tr work? Discussed that biv tr can still potentially work to provide rv lv synchrony but would be addressing lv pvcs. Physician discretion to keep it on, but technical services does not see a reason to program it off unless observe a timing concern associated with it. Discussed that it will be important to remember that all timing is lv based for this system. Also that all algorithms will be using lv data instead of rv. Caller notes that sensing is lower from the lv than rv, but is acceptable. Caller notes noise reproducible with isometrics on rv and shock channels. Another representative did the check and tried to reproduce and run paper, always looks bigger on shock, never sensed on rv channel (lv). Three episodes of vf nonsustained for just a few beats, pacing was inhibited, but patient underlying came through. Caller does not know what maneuvers elicited the noise. Technical services suggests consider whether rid should be programmed off as noise on shock channel can prevent accurate detection enhancement decision. Clinic is (B)(6). Physician is dr. (B)(6). No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).